Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Evaluation of the retained devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. The root cause is that a force applied to tip segment exceed material strength causing the ro tip to fracture. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and manufacturing methods to provide a more robust ro/soft tip.

Event description:
Initial report states: during a procedure, the ro tip separated from the sheath and remains in the patient. Tip is lodged in lung. The sample has been discarded at facility.